Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings:the keypad was found to be peeling at the ok button. Evaluation revealed that the down keypad button was intermittently responsive. The contrast and up buttons were unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up arrow keypad button was intermittently unresponsive. It was reported that there was peeling of the keypad near the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.